Event description:
During preventative maintenance of the device, the user reported the power manager board did not charge the batteries of the heart lung console as expected. No other details regarding the event were provided. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Investigation in progress but not yet concluded.